Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it drawer was failed to open.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed to open. The field service engineer had remotely accessed the system and determined that the issue was caused by a cubie pocket requiring release, as its lid had been forcibly removed by a nurse due to a lid failure. The fse guided the customer through the cubie pocket recovery procedure to eject the pocket and unload the medications. The fse confirmed that the customer was replaced the damaged pocket to resolve the issue. The system functioned as intended field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it drawer was failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event